Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient would like to have the implant checked. The patient stated that the stimulator had not worked in years and he had a loss of therapy. The patient noted that he did not have his programmer. Additional information was received from a manufacturer representative (rep). The representative reported they spoke with the patient and counseled the patient to return for a consult with the implanting physician so the device could be interrogated and that no other action had been taken on their part. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported by the hcp in response to the question inquiring the cause of the stimulator not working in years and if it was depleted due to normal battery depletion: "no." When asked for the actions and interventions taken to resolve the stimulator not working in years the hcp reported "contacting manufacturer representative to interrogate the device." There were no further complications reported/anticipated.